Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion, and delamination of the diaphragm valve. Leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified delamination in the diaphragm valve. Based on the device analysis the final assessment is a delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Health professional reported right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device was explanted.